Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a cracked case at the reservoir tube window corner.

Event description:
It was reported that the customer's insuln pump has cracks on the lcd screen and cracks on the reservoir. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.